Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient called to report that the pump does not deliver the correct amount of insulin. He reports that after a couple of hours after changing the infusion set, the piston rod remains blocked for a while and then it starts working again. He said that he noticed it because his bg value reached 400mg/dl. No adverse event reported. A request was made for the return of the device.